Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a cranial resection. The rep indicated that they were unable to see the microscope bracket in the tracking window. There was a green line of communication in the software. The bracket was removed and re-added, but the bracket still could not track. The microscope was in instrument port b and the rep was unsure if this microscope had worked previously, but the bracket number did match to the sw. The rep rebooted the system and the issue resolved. There was no delay in procedure and no impact to patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database. A software failure was confirmed. If information is provided in the future, a supplemental report will be issued.